Event description:
It was reported that the patient is feeling a shocking sensation in the pocket, especially when leaning forward. The sensation does not occur at regular intervals and there is no noise noted in the egm. Fluid has been present since implant and was described as "palpable today". The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.